Event description:
It was reported that impedances greater than 4,000 ohms were measured on some bipolar pairs as well as on all or some unipolar pairs. It was noted that the testing was done at 1v, and a pulse width of 270 s, and some of the high impedances went away. The patient was reportedly getting benefit and had no complaints about therapy. The healthcare provider (hcp) wanted to know why the patient could be getting benefit. It was noted that the manufacturer¿s representative was going to discuss further with the healthcare provider (hcp). It was later reported that the patient was doing well, receiving adequate stimulation and was having symptom relief.

Manufacturer narrative:
(B)(4).